Event description:
Patient reported left side "lumps everywhere within 3-4 of surgery¿ and ¿called to report having received a letter from allergan concerning the biocell texture." Healthcare professional reported left side rupture, capsular contracture baker grade IV, and removal of the implants due to the recall. The device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified, fold creases, wear abrasion, red biological tissue in shell, deformation, weight within specification. Based on the device analysis the final assessment is no issues found related with the manufacturing process. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.